Event description:
It was reported that during a c3-t1 pcf on an unknown date, it was noted that a lot of damage to the instruments has been found from usage over time. The final tighteners were stripped because they weren't seated completed in the set cap when attempting to final tighten. Similarly, the set cap inserters were not in the same plane as the screw but the surgeon kept trying to fasten them down which stripped the set cap inserter. Additionally, the persuader (reducer) got stuck on the screw head and bent it when surgeon tried to remove it so it no longer clips on to other screws. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.